Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of 5% dextrose and 0.45% normal saline, at an unspecified rate, via a symbiq pump. After an unspecified length of time, it was reported that the tubing separated form leg of the distal clave y-site. An unspecified volume of blood loss was noted. The tubing set was replaced and therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.